Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the operator noticed high defibrillation impedance on the right ventricular (rv) coil and high impedances on the left ventricular (lv) lead. The leads were checked on an analyzer and parameters were in range. The physician decided to replace the cardiac resynchronization therapy defibrillator (crt-d) with a new device and parameters were acceptable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.